Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during several interrogations, the implantable cardiac monitor (icm) experienced electrical resets. It was noted that the device had been at recommended replacement time (rrt) for approximately four months. When the first reset was cleared, the device battery status showed ¿good¿ although the device was at rrt. During a subsequent interrogation, the reset would not clear. The device is scheduled for explant. No patient complications have been reported as a result of this event.